Event description:
During a lap ovarian cystectomy procedure, the 1st trocar used the knife would not retrack on trocar. Opened another one and the same thing happened. Caused perforation to the patient. Per incident report, there was injury to vascular in close proximity to the common iliac vein. Not sure how this was corrected. The patient is in stable condition.